Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. All settings was reset after alarm signal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed displacement test and self test. No unexpected reset alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).